Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was unable to be completed as there was no lot information available.

Event description:
It was reported that there was a spontaneous call from patient who reports pump was alarming with no disposable pump won't run. Patient was able to switch to their back up pump to continue infusing. Patient did not have lot number for cassette. The patient was able to swap out the cassette and continue infusion. There was no patient injury reported.